Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. The cgm displayed 282 mg/dl, while the blood glucose meter displayed 40 mg/dl. The patient reportedly suffered from a hypoglycemic event with a blood glucose value of 40 mg/dl and had to be taken to the hospital in an ambulance. The patient could not recall what type of treatment he received during the incident, but said that he recovered after a few hours and was discharged from the hospital later that same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.